Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient was in the operating room during changeout in backup vvi. The device was found to have reached hw eri. Due to low battery status further troubleshooting could not be performed. Device replacement will be scheduled due to normal eri. Backup vvi status report will be sent in by caller.